Event description:
It was reported that the procedure was to treat a lesion in the mid left main with moderate calcification. An attempt was made to cross the lesion with the voyager nc balloon; however, the device did not cross the lesion. Force was used to advance the balloon; however, the proximal shaft separated. The separation occurred outside the anatomy; therefore, the device was easily removed. A new voyager nc was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The balloon was loosely folded. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and crossing profile were measured and met manufacturing criteria. The hypotube was separated at the distal end of the strain relief tubing, confirming the separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It was reported the patient anatomy was moderately calcified which likely contributed to the reported difficulties. Additionally, it was reported force was applied to the shaft to advance the catheter across the lesion. It should be noted the voyager nc instructions for use states: continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The shaft likely kinked during advancement in the calcified lesion and further manipulation of the shaft outside of the patient anatomy would have contributed to the shaft ultimately separating. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure.